Event description:
It was reported that an incorrect sensor expiration date was displayed. The sensor was inserted on (B)(6) 2022. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of an incorrect sensor expiration date was displayed is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.